Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: confusion, nausea, blurred vision. A pt reported that the pt was getting readings on meter that showed bg to be low, but lab and dr's meter was significantly higher. The pt was getting ongoing medical treatment and insulin changes. The pt's meter allegedly was inaccurately low. The result on the pt's meter was unknown. The result on the lab was unknown. The time difference between pt's meter and lab was unknown. Treatment was insulin changes. No further info has been reported.